Manufacturer narrative:
Evaluation summary: the lens was returned on surgical gauzes inside a sealed peel pouch. Solution appears to be dried on the lens. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that following an intraocular lens (iol) implant procedure, the patient experienced a refractive surprise with a diagnosis of keratoconus. The iol was exchanged one month after the initial implantation due to the astigmatism not being corrected. Additional information has been requested.